Manufacturer narrative:
Additional data: b5: the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -13.50/+1.0/089 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2022. The lens had a low vault. The cause of the event was unknown. The patient is doing great. H6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: b4 and g3: 16-mar-2022. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a ticl toric implantable collamer lens. When inserting the lens, the surgeon thought the lens may have been inserting upside down, but when the lens unfolded in the eye, the lens was properly under the iris in the correct orientation. At one day post-op, the eye had a very shallow anterior chamber, inappreciable vault and unrecordable intraocular pressure (iop). The surgeon realized there was a small wound leak and he repaired it with one suture. The anterior chamber deepened, there was appreciable vault and iop was low but recordable. The lens remained implanted. Additional information has been requested but none has been forthcoming.